Manufacturer narrative:
X-rays reviewed by manufacturer. Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that a vns patient was not sensing normal stimulation upon the initial activation of the device. A systems diagnostics test was performed and the results were reported to be within normal limits. The output current was increased incrementally up to 3ma output current and the patient still did not sense the stimulation. X-rays were reviewed by manufacturer and it appeared that the anchor tether may not be attached to the vagus nerve. Additionally, the caudal (positive) electrode did not appear to be placed around the vagus nerve in the typical helical orientation, which is not what is typically seen unless it is due to the patient's anatomy. The patient had a surgical consult regarding the event. It is unknown if or when the patient scheduled for revision surgery. Attempts to obtain additional information from the surgeon and have been unsuccessful.